Manufacturer narrative:
(B)(4). This lot was manufactured july 15, 2014 to july 16, 2014. Visual inspection noted fluid inside the housing and a ruptured reservoir. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was leaking from the reservoir. This event occurred during administration of epidural analgesia. There was no report of patient injury or medical intervention associated with this event. No additional information available.